Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that while treating a pt, the device delivered two discharges of energy to the patient successfully; however, while selecting energy for the third discharge, the device automatically delivered energy to the patient on its own. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.